Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 23. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, hypersensitivity and inflammation. No further patient complications were reported.